Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had gradually increasing pacing/shock impedance and thresholds. The pacing impedance values were now high out of range at 2000 ohms. The patient was not ventricular paced, and due to the patient's condition the plan was to continue to monitor. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had gradually increasing pacing/shock impedance and thresholds. The pacing impedance values were now high out of range at 2000 ohms. The patient was not ventricular paced, and due to the patient's condition the plan was to continue to monitor. No adverse patient effects were reported. Additional information was received that this system was revised due to chronic issues related to high impedances and thresholds. The ICD was explanted and replaced and rv lead surgically capped and replaced due to general poor condition of patient. No additional adverse patient effects were reported.